Event description:
The reporter stated that during an o.r. Case, the product began to "freeflow" heparin and had to be regulated with the roller clamp. There was no pt injury or treatment associated with this event. The customer indicated that they did not have product to return for evaluation.